Event description:
Ous MDR - after the implant duration of 5 months it was reported that the shock impedance increased. The highest measurement was > 200 ohm. No adverse pt side effects have been reported. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. The analysis showed a severe damaged df-1 connector. A conductor fracture as well as a deformed kink protection coil was observed at this connector. However damage symptoms such as those may indicate that extraordinary strong mechanical forces have been present. The origin of this damage was not determinable. For analysis a picture was returned, documenting a slightly detached and off - standing shock coil. These damages could not be confirmed on the lead that was returned for analysis. The damages such as a deformed is-1 and df-1 connector pin resulted most likely during surgery. The analysis did not reveal any sign of a material or manufacturing problem.